Event description:
Customer reported via phone call to have been hospitalized on july 09, 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days. Customer was not wearing insulin pump for two and a half hours before hospitalization. Before hospitalization, customer realized she was experiencing diabetic ketoacidosis when blood glucose continued to be elevated even after giving manual injections. Customer declined troubleshooting as everything was better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).